Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that she had administered boluses that were not recorded in the pump's history. Through troubleshooting, the patient was able to disconnect from the pump. She primed the tubing and noticed insulin coming out of the end of the tubing. The pump's date was correct but the time was off by 20 minutes. The anm representative involved in this contact was able to walk the patient through correcting the pump's time. No associated alarms were noted in the pump's history. The basal setting for 24 hours was 24 units. There was one unspecified day pump where only 21.4 units were delivered and there was no temp basal rate set or pump suspension. On (B)(6) 2012, a "0" unit bolus was recorded. However, the patient claimed that she did not program any boluses that day. The anm representative noted that no mechanical issues were found with troubleshooting of the pump. The patient was instructed to follow-up with her health care provider (hcp) regarding possible rate changes. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's history was inaccurate. She claimed that she had administered boluses that were allegedly not recorded in the pump's history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.